Event description:
The pt had an emergency CABG after a failed angioplasty. While on the pump, the user was unable to obtain lead ii and iii. The user was also having problems with arterial pressure triggering. When they went to arterial pressure triggering, it appeared that the pump was still using ECG triggering. The user changed pump consoles, and the problem was corrected.